Manufacturer narrative:
This report is being filed on an international product; list number 6c36 that has similar products distributed in the us, list numbers 1l80 and 4p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that (B)(6) architect hbsag results were generated on a patient with chronic lymphocytic leukemia. The results showed a discrepancy with a past value. Testing on (B)(6) 2018 generated reactive results of 142.40 and 150.81 iu/ml. Immunochromatography results for (B)(6). The patient was (B)(6) a year ago. Hbsag confirmatory results were (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
No customer returns were received for investigation. The customer laboratory is assuming that hbsag has increased from decreasing immune function due to the chronic lymphocytic leukemia (cll) and there is a possibility of denovo hbv hepatitis due to the leukemia treatment. Customer complaint data was reviewed and no non-statistical or adverse trends were identified. A review of the product quality history for architect hbsag lot 79247fn00 was performed and no issues were identified associated with the customer observation. For the architect hbsag assay, list number 6c36, customer field data was used to assess the specificity of the assay. Instrument data analytics (ida) reports for list 6c36 were reviewed. The data demonstrated that the median patient result for negative samples for likely cause lot 79247fn00 is within 1 sd of the overall median result generated across all reagent lots, indicating this lot is performing in line with other reagent lots in the field. The architect hbsag reagent labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect hbsag assay was identified.